Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no reported patient injury.